Event description:
It was reported to aci that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2014. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed the vessel size to be 6 mm. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that 1 hour post procedure, the patient complained of lower abdomen pain above the access site. A CT scan was performed which revealed access site bleeding into the rp (retroperitoneal) space. A femostop was placed on the patient to achieve hemostasis. The patient had high blood pressure 185/80 before and during the procedure. The patient's bp (blood pressure) spiked to over 200 after the sealant was delivered. After the CT scan the patient's bp dropped to 146/65. The patient was admitted to the ccu. The patient was discharged on (B)(6) 2014. The patient did not need a blood transfusion.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1328402) indicated that the device lot met all established performance criteria prior to shipment.